Manufacturer narrative:
Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage on the stopper with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® sst¿ tube leaked blood from the gold bd hemogard¿ closure after collection. No serious injury, no medical interventions. No mucous membrane exposure reported.